Manufacturer narrative:
As received, a complete lead was returned in one piece. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The measured full helix extension length was within specification. The reported event of helix mechanism issue was confirmed. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a revision procedure was performed for an unknown reason. During the revision procedure, the helix of the right ventricular (rv) lead could not retract. The rv lead was explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated the right ventricular (rv) lead had become dislodged. A revision procedure was performed, however, the rv lead was unable to be repositioned as the helix experienced difficulty retracting. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated a replacement right ventricular (rv) lead was implanted to resolve the event. The patient was in stable condition.